Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr), damaged heart tissue and heart attack for a mitraclip procedure. During the procedure, first mitraclip was implanted successfully. During the deployment of second mitraclip, first mitraclip was observed to be mobile. A single leaflet device attachment(slda) occurred from the posterior leaflet. A tear in papillary muscle was also observed. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda. The reported patient effects of tissue injury was a cascading effect of the reported slda. Tissue injury is listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr), damaged heart tissue and heart attack for a mitraclip procedure. During the procedure, first mitraclip was implanted successfully. During the deployment of second mitraclip, first mitraclip was observed to be mobile. A single leaflet device attachment(slda) occurred from the posterior leaflet. A tear in papillary muscle was also observed. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.